Manufacturer narrative:
Eval: if resistance is felt during advancement of the wire guide or delivery system, do not continue to advancing any portion of the delivery system. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. An eval of this event found that it may have been caused during the initial advancement of the delivery system into the pt when resistance was encountered and the device continued to be advanced.

Event description:
The pt had bilateral 12mm stents in place. Physician was placing a graft for a aaa. He placed the main body delivery stent system up the left iliac. There was some resistance at the iliac stent, but it passed and the main body stent graft was placed with no problems. The contralateral leg was then placed and top cap retrieved. Ipsilateral leg was placed and physician did not see the iliac stent. It had moved to a position above the renal arteries. They grasped the iliac stent with a balloon and pulled down the stent, but it caught on 1 of the suprarenal stents. Attempted to advance again, but was unsuccessful. A decision was made to balloon the iliac stent against the vessel wall. There were no leaks or problems after this. Upon completion of final run, the access sites were closed. About 15 mins later, the pt coded. CPR and blood products were given. A hematoma was noted on leg, reopened incision, but could not gain control through site. Decision was made to surgically open pt and the left ipsilateral stent leg graft was grasped and twisted to occlude blood flow. The ipsilateral leg was ligated and a fem-fem bypass was performed. It was noted the iliac had been "shredded" from incision site to graft site, possibly done during attempt to control bleeding. Pt is ok at this time.